Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode and had difficulty in interrogation with the communicator. Technical services reviewed the data and discussed that the alert should have been sent after two weeks of not connecting to the communicator so it is suspected the patient may not be near a communicator to send. This device was explanted and replaced with a new device and no additional adverse patient effects were reported. This product is expected to be returned.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode and had difficulty in interrogation with the communicator. Patient also experienced difficulty in breathing. Technical services reviewed the data and discussed that the alert should have been sent after two weeks of not connecting to the communicator so it is suspected the patient may not be near a communicator to send. This device was explanted and replaced with a new device and no additional adverse patient effects were reported. This product has been returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.